Event description:
It was reported that the patient came in for programming today and the left lead has open in shorts on the entire thing and the right contact number 8 is showing potential short. Currently the patient is getting therapy with programming on the left lead using c+ 2-. The patient has had multiple falls almost every day. The caller did not know when the falls started and the impedance issue was discovered during the programming session today.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.